Event description:
It was reported that during follow-up, when a capacitor maintenance was performed, an alert for time limit reached was observed. The device was explanted and replaced without complications. Patient condition was good post-procedure.

Manufacturer narrative:
Evaluation description: the reported extended charge time was confirmed in the laboratory. The device was tested on the bench and no anomaly was found. The hv capacitors were returned to the manufacturer for further analysis and an anomalous capacitor was found to be the cause of the reported extended charge time.